Event description:
The customer reported the system intermittently shuts down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Several cable assemblies were found worn and repaired. The system was then found to be working as intended.